Event description:
Healthcare professional reported "deflation" and "patient concern with the product" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and delamination of the plug strap disk shell. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and delamination (>75% total separation). A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - sharp opening on posterior assessed as an unidentified (tear) opening. - a delamination total of the plug strap disk shell (adhesive failure).

Event description:
Device has been explanted.